Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found external abrasion breaching on the outer insulation exposing the outer coil due to friction to another device or features of the patient anatomy at the distal region.